Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, an amplatz extra-stiff guide wire perforated the left ventricle. The patient was put on bypass and the tear was surgically repaired with pledgets and sutures. The valve implant was aborted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).